Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. It was reported by the facility that the balloon lost pressure due to pvd/calcium and also a pre-procedure femoral angiogram was performed which showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. However, based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
The following information was reported: the balloon lost pressure at pullback due to pvd. Manual pressure was held for less than 30 minutes. Hemostasis was achieved. There was no hematoma or clinical event post procedure. No antibiotics were given as a result of the event. The patient was not hospitalized. In the doctor's opinion, the event was not caused by the mynx device/mynx procedure. Additional information: the balloon lost pressure at the 1st stop (sheath). At prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention peripheral vessel size: 6 mm sheath size: 6f stick location: medium.